Event description:
Consumer stated to (B)(6) claims representative: customer stated he bought this walker about 2 months ago and he was wanting to get another wheel for it. He stated one of the wheels bent. All the wheel does is slide up in the aluminum frame and it didn't lock in. I advised he could return it to store and asked if he used a card. He said he's (B)(6), and can't remember. He stated medicare only lets him receive 1 walker every 5 years. Once talking to him further when the wheel bent, he fell, broke his shoulder and was in the hospital for a week. I asked if he would like for me to send this issue to our claims department. He started getting a little frustrated because he just needs a new walker and abruptly thanked me and hung up. Chb has made attempts to call customer with no answer or response.